Event description:
It was reported a vessel perforation occurred. The target lesion was located in the tortuous, chronic total occlusion (cto) of the left anterior descending (lad). A crossboss catheter was selected for use. The physician advanced the crossboss in the subintimal space of the lad. During the exchange of the device with the wire, a retrograde injection was performed and a perforation on the lad was noticed. The crossboss catheter was removed, and the patient had an echo with no effusion. The procedure was terminated to be completed at a different time. The physician planned to bring the patient back at a later time to retry the procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).